Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the iliac bifurcation was tight and that the limbs were implanted in a crossed fashion; therefore, the physician was unable to cannulate the contralateral gate with the wire. The physician did not want to attempt snaring the wire. The decision was made to convert the device to an aorto-uni-iliac system by placing an aneurx cuff in the flow divider after which a fem-fem bypass was performed. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation results - tight iliac bifurcation.